Event description:
It was reported that the device reached early battery depletion. It was also reported that the device reached recommended replacement time (rrt) before three years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer ana analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.